Event description:
A power source alert 07 was reported. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to ensure the wall adapter was connected to a working outlet for at least 30 minutes to attempt charging, and the pump was scheduled for replacement due to issues with the wake button.